Manufacturer narrative:
Device analysis: the returned device consisted of a sentinel cerebral protection system (cps). Visual analysis of the returned device revealed the proximal filter was unsheathed and torn, the articulating distal sheath (ads) was relaxed, and the distal filter was unsheathed. During functional testing, the proximal filter was sheathed then failed to deploy using the proximal filter slider #1. Microscopic inspection confirmed the proximal filter tear. A transversal dissection of the distal portion of the outer shaft revealed a protruding braid in the inner shaft. Product analysis confirmed the reported event of failure to deploy proximal filter.

Event description:
This event is reportable based on returned device analysis conducted on 02 february 2023. It was reported that failure to deploy the proximal filter occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced from the radial artery to the innominate artery. The proximal filter was deployed then recaptured for repositioning. During an attempt to redeploy the proximal filter, resistance was experienced and the proximal filter failed to deploy. The sentinel cps was removed from the patient and the procedure was completed with a second sentinel cps device. No patient complications were reported. However, returned device analysis found the proximal filter was torn.